Event description:
It was reported to philips healthcare that the heartstart xl lead wire was broken. There was no reported patient involvement and/or impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.